Event description:
(B)(4). I was in planted 2009 my report file date should be june 25 2015.

Event description:
(B)(4). I was not told of all the metals and pet fibers in this device. I also was not informed of the fact essure should not be placed in a partial tube!!!! I'm a cancer survivor and welcomed sterilization with little risk! I now have severe chronic abdominal pain, constant abdominal pain. Extremely abnormal periods; heavy, cramping, foul odor, dark large blood clots. Fatigue. Easy bruising, mood swings. Foul smelling discharge. Hair loss, bloating feeling like my insides are swollen. Metallic taste, migraines. Painful intercourse, loss of libido. Placed in a partial tube.